Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a reported patient complication that includes reference to the use of a smith+nephew product without evidence of a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that after undergoing a bhr resurfacing to bhr-tha conversion in his left hip joint on (B)(6) 2007 due to left femoral neck fracture, the patient experienced pain, an adverse tissue reaction to metal debris and a pseudotumor in the hip joint. This adverse event was addressed by conducting a revision surgery on (B)(6) 2024. No further information is available.

Manufacturer narrative:
Corrected data: b5, h6 (health effect - clinical code). Additional data: b6.

Event description:
It was reported that after undergoing a bhr resurfacing to bhr-tha conversion in his left hip joint on (B)(6) 2007 due to left femoral neck fracture, the patient experienced pain, osteolysis around his acetabular component, and an adverse tissue reaction to metal debris and a pseudotumor in the hip joint. This adverse event was addressed by conducting a revision surgery on (B)(6) 2024. No further information is available.